Event description:
It was reported that during a laparoscopic umbilical hernia repair on the initial insertion, without insufflation, the device was inserted and the stomach, pancreas and aorta were punctured. A vascular surgeon was called in to repair the injuries, took approximately 5 hours. Patient died later that evening or early next day. No additional information known. Several attempts have been made to obtain additional information from the account.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.